Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) device exhibited pauses when the patient was seen in clinic for electrocardiogram (ECG). Technical services (ts) reviewed and stated that there were no noise and oversensing noted. Ts also stated that dna algorithm is on all the time in background to prevent this type of noise from being sensed. Ts recommended to adjust sensitivity. The health care professional (hcp) changed setting from 0.6mv in rv to 0.8mv and did not see pauses. This device remains in service. No adverse patient effects were reported.